Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer stated that maybe moisture due to working out and sweat that caused the alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.